Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 402 mg/dl. Advised customer to call her doctor and get a backup plan. No significant events leading to the alarm were observed. Nothing further reported.